Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc data was not supplied. There is no indication that service was dispatched for this event. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high troponin (accutni) result above the ami cut-off on one patient sample that was generated by the unicel dxi 800 access immunoassay system. Results in the risk stratification range were obtained upon repeat testing. The results provided by the customer. The customer did not report affect to patient or user attributed or connected to this event.